Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, while using the relocate mode, the single port (sp) fenestrated bipolar forceps instrument suddenly moved unintentionally. The entire instrument went back in, and the tip of the sp monopolar curved scissors was at the right common iliac artery. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) received the following additional information from the surgeon: the clutch was not being pressed when the reported issue occurred. The lot number of the drape that was used in this reported procedure was unknown. The issue occurred only once during the procedure. This was the first time the surgeon had experienced this.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issue the return of the single port (sp) fenestrated bipolar forceps instrument. Based on the information provided, the cause of the reported complication cannot be determined at this time. A review of the provided video was performed by an isi regulatory post market surveillance analyst. The alleged complaint of non-intuitive motion was confirmed. From the video alone, a root cause cannot be determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The video was reviewed by a clinical development engineer (cde). The cde stated the following: reviewing the video it appears at the :25 second mark in the video while the surgeon is in relocate mode the entire instrument cluster appears to move forward into the body and make contact with tissue. The instruments contacting tissue the most are removed, and the tissue is inspected with the endoscope, no gross tissue damage can be seen. Without a concurrent video of the entry guide manipulator (egm) and the surgeon controls, we cannot determine a root cause of this movement or if it was due to factors outside of surgeon movements.